Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 28oct2020.

Event description:
The biomed is reporting the v60 oxygen manifold is leaking. The biomed confirmed v60 has been removed from service and biomed has confirmed the oxygen manifold check valve is malfunctioning. The biomed is requesting warranty repair for defective oxygen manifold. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
The field service engineer tested the device and found when the oxygen manifold was attached to the device the unit would intermittently fail indicating no oxygen available. The field service engineer replaced the oxygen manifold assembly and confirmed the operation of the assembly device was returned to service. Based on the failure investigation performed on the returned oxygen manifold assembly the reported failure could not be duplicated.